Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer stated they have changed the battery multiple times, but the alarm persisted. The customer was assisted with clearing the battery out limit alarm, but it was reported a failed battery test alarm occurred on the insulin pump. Troubleshooting was not completed at the time of the call as the customer disconnected from the insulin pump. Customer declined to return the insulin pump for analysis.